Event description:
It was reported to philips that the device paddle failed to charge. There was no patient involvement.

Event description:
It was reported to philips that the device paddle failed to charge. The customer performed evaluation on device per good faith effort (gfe) findings. Upon evaluation, it was determined that there was no problem with the device, and that this was customer feedback. The device is normal and no repair was performed. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer requested remote service.